Manufacturer narrative:
Lot 14063933: (B)(4). Lot 14775967: (B)(4). Additional devices implanted and/or related to this event: plc201200/14775967 concomitant medical products: patient medications: colace, pantoprazole, amlodipine, isosorbide dinitrate, atorvastatin, and carvedilol (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that on (B)(6) 2016, computed tomography images revealed a distal type I endoleak on the left side involving the previously implanted plc231000/14063933 or plc201200/14775967 device, the field sales representative does not know which device was most distal. There was no aneurysm sac enlargement. The physician reintervened on (B)(6) 2016, and implanted a pxc201400 device to extend into the external iliac artery. The endoleak was resolved and the patient tolerated the procedure.